Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: all devices were verified to be compatible with each other. Surgical notes were provided, and indicate that the knee found to have a good flexion, full extension with good stability and proper alignment, and proper patellar tracking. It is likely that these operative notes are related to the primary surgery. However, only a portion of the document was received, and it cannot be conclusively stated. Pt factors that may affect the performance of the components such as age, bone quality, height, activity level, and type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. This report was previously submitted in medwatch #1822565-2012-02214.

Event description:
It is reported that the pt was revised due to pain.